Manufacturer narrative:
Five (5) images were submitted for evaluation; no device components were returned. The dilator/sheath assembly appeared to be punctured by the needle/stylet assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure resistance was felt when inserting the needle, with a stylet, through the introducer just before performing the transseptal puncture. The sheath was removed from the patient and it was noted that the needle had punctured the side of the introducer. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The needle was pre-shaped before being inserted into the introducer.